Event description:
Customer reported that he had been experiencing low blood glucose levels. Customer reported that the insulin pump seemed to be delivering extra insulin when he did not eat. Customer reported that this issue had been recurring for three weeks leading up to the call. Blood glucose level was 41 mg/dl at the time of the call. Customer reported treating with food. During troubleshooting, the insulin pump failed the displacement test. No further information was provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. Daily totals matched the totals in daily totals screen. No delivery anomaly noted. Unit had minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.